Event description:
It was reported that the patient presented to the hospital for a lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was high capture threshold at the lower septum and no capture in the middle septum. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.